Event description:
It was reported that the patient required explant of the intraocular lens after approximately six (6) months due to dysphotopsia. No adverse effect and no patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. The intraocular lens was received and measured for diopter. Results showed the lens measured 20.5 d and is correct as labeled. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): the intraocular lens has been returned to abbott medical optics (amo) for product evaluation; however, to date has not been completed. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.